Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, multiple inappropriate false auto-mode switch (ams) episodes were observed on the right atrial lead. The episodes were due to atrial oversensing of the far r pacing stimulus. No intervention was performed. The patient was stable.